Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6).

Event description:
According to the reporter, during a barrett's esophagus procedure, the device operator went to use the device. It resulted in a dilation type stretch in esophagus. The surgeon did not continue using balloon due to concern in future locations. There was no error type message to inform something like this was going to happen. Gender, age and weight are not available. The device is not being returned, it was discarded by the customer. No other known adverse events were reported.